Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 02/03/2014. Belt 06/18/2020.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021. Review of the download data indicates the patient received eight inappropriate shocks on (B)(6) 2021 in response to amplitude oversensing and CPR artifact. The patient received the first inappropriate treatment at 20:57:17 on (B)(6) 2021. The patient's rhythm at the time of treatment was obscured by CPR artifact. The patient's post-shock rhythm was bradycardia at 50 bpm. The patient received the second inappropriate treatment at 20:58:05. The patient's rhythm at the time of treatment was obscured by CPR artifact and the post shock rhythm was asystole with motion artifact. The patient received the third and fourth inappropriate treatments at 20:59:47 and 21:00:47. The patient's rhythm at the time of the treatments was obscured by CPR artifact. The patient's post-shock rhythm was asystole with CPR artifact. The patient received the fifth inappropriate treatment at 21:01:20. The patient's rhythm at the time of the treatment was asystole and the post-shock rhythm was asystole with CPR artifact. The patient received the sixth inappropriate treatment at 21:01:55. The patient's rhythm at the time of the treatment was asystole with CPR artifact and the post-shock rhythm was asystole. The patient received the seventh inappropriate treatment at 21:02:36. The patient's rhythm at the time of the treatment was asystole with CPR artifact and the post-shock rhythm was obscured by CPR artifact. The patient received the eighth and final inappropriate treatment at 21:31:39. The patient's rhythm at the time of the treatment was obscured by CPR artifact and the post-shock rhythm was obscured by motion artifact. The response buttons were not pressed during the treatment event. The patient passed away on (B)(6)2021.